Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing causing loss of cardiac pacing. The lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing causing loss of cardiac pacing was confirmed. Final analysis found the complete lead was returned in one piece measuring 59.8 cm. Visual examination of the lead an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can was noted at 13.2 cm to 14.2 cm from the connector pin. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.